Event description:
It was reported that the left ventricular (lv) lead had high thresholds and increasing impedance. It was noted that the patient was undergoing dialysis treatment during the same timeframe that this occured. An x-ray was performed and the patient was requested to return for further evaluation in a week. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.